Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call insulin delivery issue. The customer's blood glucose was unknown at the time of call. Trouble shooting was performed and found continues to get insulin flow blocked alerts causing the high blood glucose levels. Customer's mother unable to prove blood glucose numbers and decline trouble shooting for the high. Explained there may be possible site related issue or site/set occlusion. Advised customer change complete set (inf and res). The insulin pump will not be returned for analysis.